Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Customer reports taking an aquacel foam adhesive 10 x 10 cm dressing from the box to use and found one dead insect with wings on the aquacel hydrofiber wound contact layer under the protective tab. The remaining box was checked and no further issues were found. The remaining other boxes were aso checked from the same batch and no issues were found. Photos depicting the reported complaint issue were provided by the complainant. No further details have been provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. Photographs have been received for this complaint, which were evaluated. The photographs provided evidence of an insect with wings within the dressing primary pack. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).